Event description:
It was reported that the patient seemed to think that the rate response feature related to the device was causing the patient angina. The physician turned off the rate response feature. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).